Event description:
It was reported that the atrial lead dislodged. The physician attempted a lead revision but the atrial lead dislodged again during placement. The lead was explanted and another atrial lead was used. During the same procedure, the right ventricular (rv) lead dislodged. The physician made the decision to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.